Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We made a visual inspection of the loosened insert. The nose of the insert is bent. With the nose out of alignment, a reliable catch of the insert in the screw body is no longer given. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: the position and fixation of the inserts of all screws were checked before delivering. Attaching the screwdriver with an incorrect angle can cause a bend of the catch nose. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the customer carried out the plf of c5-c7. This product was used for left side the pedicle, the c7 could not be established to s4c rod. The polyaxial insert of this product came off. This product is small and it was difficult to get back the polyaxial insert in position. Therefore, a driver was used to remove it, a new product was used and surgery was completed. There was a ten minute delay in surgery. There is a possibility of an increase in bleeding.